Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During the procedure, the doctor noticed that the tip of the peel away sheath had a crack in it. The cracked peel away did not make patient contact. They used the remaining components of the product with a new peel away sheath from their inventory. They completed the procedure successfully with the new peel away. An unintended section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.